Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to abrupt increase in pace impedance measurements from 700-800 ohms to greater than 3,000 ohms. There was a stored signal artifact monitor (sam) event containing non-physiologic noise in unipolar, however it was difficult to discern whether p-waves were coming through. The patient had 95% ra pacing. Technical services (ts) discussed troubleshooting options and possible causes. This ra lead remains in service. No adverse patient effects were reported.